Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, the smart coil pusher wire became kinked during an attempt to advance it through its introducer sheath. As a result, the smart coil was unable to advance through its introducer sheath. The smart coil was therefore removed and was no longer used in the procedure. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.